Event description:
On (B)(6) 2021, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient was hospitalized due to stoma site discharge, redness and high fever. It was reported that the patient was taken to the ICU with an infection of unknown origin. On (B)(6) 2023, the patient underwent an endoscopy during which the pegj tube was removed. After a query attempt, no further information was available on the source of the infection, however abbvie has conservatively chosen to report this event.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.